Event description:
An abutment came loose and fell out of implant. It was out of function for approx 12 hrs. Dr removed soft tissue in order to replace the abutment. Pt is reportedly fine. Pt is same pt as prior medwatch report 2023141-1997-00053.